Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection at the lead insertion wound site resulting in redness around the area in the low back. A culture was taken which confirmed the presence of staphylococcus aureus. The patient was given antibiotics and underwent an explant procedure during which the scs system was removed. The patient is doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7080563, UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 587803, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7077812, UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, batch: 31853961, UDI: (B)(4).